Event description:
It was reported that a batch of 2.5mm couplers did not work properly. Upon closing the winged jaw assembly, the coupler rings fell off. Two (2) packs of 2.5mm couplers were discarded. The surgeons salvaged the remaining couplers, although it was stated, the couplers were not working properly. No further details are available.

Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore functional testing could not be performed. A review of the device history record was not possible since the lot number was unavailable. Same problem and reporter as the following manufacturer report numbers, but separate events: 2183620-2012-00007, 2183620-2012-00046, 2183620-2012-00051.